Event description:
It was observed during device evaluation that foreign material came out of the leading edge due to blockage in the biopsy channel of the ultrasound gastrovideoscope. Evaluation also found that the clean brush or forceps could not be inserted due to the blockage in the channel tube. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is possible that this occurred due to the influence of the stent remaining in the forceps channel. The root cause of the stent remaining in the device could not be determined. The reprocessing method is described in the following items of the instruction manual. Thereby, it may be possible to prevent the occurrence of foreign matter residues. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.